Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were removed and replaced due to patient discomfort. Patient reported that the pump was difficult to pump. The reservoir was left in patient during this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.